Event description:
During cardiac catheterization a pinhole puncture of the balloon created an abrupt dissection of the right coronary artery. Pt similtaneously decompensated and required resuscitation. Resuscitation succeeded. Pt went to ICU. Had iabp. Was extubated verbal and responsive the next day.